Event description:
It was reported that the lead perforated the ventricular wall. The lead was replaced when repositioning was unsuccessful. Patient was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.